Event description:
It was reported, the patient experienced increased pain. A CT scan with contrast performed revealed the catheter migrated to t12. Intervention was device surgical revision. The catheter spliced (B)(6) 2013. It was indicated as related to device or therapy. The severity was noted as mild and the patient outcome was noted as resolved without sequelae (B)(6) 2013. The pump was used to deliver clonidine and bupivaciane

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).